Event description:
Caller states patient tested 6.2 inr on the coaguchek xs plus system while a comparison lab returned as 4.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The incident occurred in (B)(6).